Event description:
The dental implant fx5010swc was removed on (B)(6) 2017 due to insufficient primary stability 27 days after implantation. The patient has no significant medical history and has been recovered without complications.